Event description:
The reperfusion catheter and separator 054 kinked during an ischemic stroke case. The devices were removed, and the physician opened another reperfusion catheter and separator and completed the case.

Manufacturer narrative:
Conclusion: this device is available for return, and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns.

Manufacturer narrative:
Device investigation: results: the separator has a kink in the proximal section 44 cm from the proximal end. In addition the device is buckled and kinked in the distal section 1.0 cm proximal of the separator bulb. The tip of the separator beyond the separator bulb is bent backwards. Conclusion: the damage noted in the complaint is confirmed. The report narrative and notes attached to the returned package mention that the catheter was kinked during insertion into the 6f sheath. It is likely that the separator was kinked when an attempt was made to insert the separator into the kinked catheter. The separator was then likely forced against the resistance created by the kink causing it to buckle and kink as seen in this case. It is unknown how the catheter was originally kinked during the procedure. As noted in the IFU, kinked or damaged devices should not be used. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.